Manufacturer narrative:
Technician found the bed in "bed shop". Found that the casters would not hold and ratchet as the casters were old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint alleged that the casters would not hold.